Event description:
No complaint was communicated to intuitive surgical regarding performance of the mega needle driver instrument. There was no allegation of harm or injury to the patient and there were no reports of fragments falling into a patient.

Manufacturer narrative:
One grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional one grip cable on one side of distal clevis was derailed from distal idler pulley. Yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.